Event description:
It was reported that an arteriotomy closure of the right common femoral vein/artery was attempted with a starclose se device after a peripheral arterial occlusive disease interventional procedure using a small bore sheath. Reportedly, resistance was felt while attempting to remove the device since the delivery tube was stuck in the anatomy. Excessive force was applied and the device was removed manually. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- excessive force. The device was not returned for analysis.. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the starclose device was removed against resistance. It should be noted that the electronic starclose instructions for use states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of the resistance has been determined. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the difficulty removing the device from the anatomy include, but not limited to, device stuck on tissue or incorrect tissue track preparation. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.